Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a, lot# l33421, implanted: (B)(6) 1994, explanted: (B)(6) 2017, product type: lead. Product ID: 3708340, serial (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: extension. Product ID: 3550-29, serial# unknown, product type: accessory. Analysis of the lead l33421 found that at the proximal end of the stimulator lead the conductor was broken. Conductors number one and two were broken at the connector weld sites 0.7 and 1.2 centimeters from the proximal end of the lead. Lead/extension system functional testing: #0 = 95.3 ohms #1 = open #2 = open #3 = 88.8 ohms no shorts analysis of the extension (B)(4) found that the product was returned intact, with normal function and no anomalies were found. Analysis if the implantable neurostimulator (ins) (B)(4) found that the product was returned intact, with normal function and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3487a, lot# l33421, implanted: (B)(6) 1994, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was an issue with the patient¿s lead. The percutaneous lead was implanted at a steep angle. After the battery was changed out the patient had a reported electrode that was out of range. It was reported that the patient had contacted the manufacturer representative indicating that the patient could not get the same coverage as before the change out in 2016. It was confirmed that 1 electrode was out of range. These issues started in november 2016. The patient was reprogrammed around the electrode and the patient was happy and getting good coverage. Eventually all electrodes on the lead were not working since march 2017. There were no related falls or traumas. The plan was to explant the extension and lead to re-implant a new lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3487a, lot# l33421, implanted: (B)(6) 1994, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017. The representative indicated the explanted product would be returned for analysis. The representative stated that the leads and battery were explanted sometime last week. New components were implanted. No additional complications were reported/anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3487a, lot# l33421, implanted: (B)(6) 1994, explanted: (B)(6) 2017, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: extension. Product ID: 3550-29, lot# serial# unknown, product type: accessory. The explanted devices were received. Analysis is not yet performed. A supplemental report will be sent when analysis results are available. The conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the representative on 2017-05-18 reporting that the patient weight could not be obtained. The devices were going to be returned. The patient was receiving good therapy after the revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.